Event description:
During a discussion with a sales team member, the patient reported that the down arrow button was unresponsive. There was no additional information provided.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up & down arrow keypad buttons and the backlight button were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts.